Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (50 mg/dl) the customer took glucose tablets to stabilize bg level. In addition, it was reported that the customer had woke up on (B)(6) 2016 with an elevated bg level. However, the exact value was not provided. The customer was taken to the emergency room (ER) with diabetic ketoacidosis (dka). The contact stated the customer was then hospitalized for the elevated bg level and dka. The customer was taken off the pump. During the call with tandem technical support (cts) the customer performed fill tubing and insulin was seen coming from the tubing. The contact could not recall if the infusion set site was kinked. The contact requested cts call back at a later time for hospitalization information. Multiple follow up attempts were made to the customer that were unsuccessful.